Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient's pain pump almost killed them. The event date was not specified and no further complications were reported or anticipated.